Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related MFR report: 3006705815-2021-01462. It was reported the patient's scs system leads were revised due to migration. Both of the leads were successfully replaced and the reported issue resolved.